Event description:
It was reported from the adaptive crt (cardiac resynchronization therapy) clinical study that the patient presented to the device clinic because they heard the patient alert sounding. Upon interrogation, the right ventricular lead impedance was greater than 1000 ohms. The patient alert for lead impedance was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.